Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4).

Event description:
It was reported that after the tube was cut to length, it began to split along the seam.